Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted the balloon ruptured at 4atm. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.